Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of high frequency signal artifact on their atrial lead. The clinician elected to continue to monitor the lead. No intervention was performed. The patient's condition was stable.